Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.